Manufacturer narrative:
Device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found the lens haptics torn, torn pieces are missing. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.0mm, ticm120v4, -11.5/+1.5/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2014. Low vault with rotation was observed. Lens repositioning was performed on (B)(6) 2017 (1st) and on (B)(6) 2018 (2nd) but it did not resolve the problem. On (B)(6) 2019 the lens was exchanged for a longer length lens. It was reported that this exchange resolved the problem.

Manufacturer narrative:
Corrected data: "vticm12.0" should be corrected to "ticm120v4" in the previous MDR. (B)(4).

Manufacturer narrative:
Corrected data: "vticm12.0" should be corrected to "ticm120v4" in the previous MDR. (B)(4).

Manufacturer narrative:
"Ticm120v4" should be corrected to "vticm12.0" in the initial MDR. Claim#: (B)(4).